Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that the handle is on short circuit. The electrical tests failed. The instruments shows a burn between its two connectors. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues).

Event description:
It was reported that the instrument produced ¿smoke during the surgery.¿